Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn off, however, the timing and cause of the damage could not be determined. During the investigation, the damage did not prevent fluid from exiting the torn tip of the soft cannula. No signs of leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 462 mg/dl, while wearing the pod on the hip/buttocks area between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.